Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that [image loss defect] occurred because video function did not work properly due to maj1933 cable failure. The cause of the damaged cable could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a total image loss. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found image loss defect due to damage to the maj-1933 cable that connects cv/clv 190. The maj-1933 had no image and a damaged lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.